Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 16-mar-2023. Section h-3: device returned to manufacturer: yes. Device evaluation: the complaint lens was received inside of the original lens case. Visual inspection under magnification revealed the haptic was detached and the lens was cut. The drill holes were measured and it was noted the drill hole with the remaining haptic presented with an in-specification for depth but an out of specification for diameter. The drill hole without the haptic presented with an out of specification for depth and an in-specification for diameter. Additionally, the drill hole without the haptic was observed to be irregularly shaped. Based in the condition of the sample returned, it is not possible to determine that the event is related to the manufacturing processes. However, a potential cause could have been associated to product handling post manufacturing and/or during the removal process. Complaint history report and device history record were reviewed. There is no additional complaint reported for similar issue in this production order. A search of corrective and preventive action (CAPA) and non-conformances (nc) revealed no CAPA/nc related to the complaint issue reported. The manufacturing process has the controls in place to identify and discard units with this type of complaint. Based in the investigation and the current probability of occurrence result, no additional action and/or escalation within the quality system is required. Johnson and johnson surgical vision will continue to monitor this type events. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Implanted: not applicable, as the lens was removed/replaced during the same procedure. Explanted: not applicable, as the lens was removed/replaced during the same procedure. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the ar40e intraocular lens (iol) was fully inserted into the patient's operative eye. The iol was removed due to bent/broken haptic/haptic broke off and replaced with another iol with the same model (diopter size is unknown). Patient status post-procedure is unknown.